Event description:
It was reported that scissors were dull.

Manufacturer narrative:
Please note that this report also implicates lot numbers: 846012 and 0943927e. Additional info will be provided once investigation is completed.